Event description:
The customer was questioning phosphorus control values run on the architect c8000 analyzer. It was discovered that the customer was using incorrect target values that were out of range. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.